Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. No manufacturing parameters found out of spec and original panasonic battery voltage was measured at 2.994v. Did observe battery icon or booklet icon while strip was inserted. Unit of measure was selectable and was rec'd a mmol/l. 18 cal code was observed in glucose log indicating memory overwrite. Meter is inoperable. Customers and retailers have been informed through the fa 05/16/06 letter.

Event description:
A customer reported that the unit of measurement setting of their freestyle flash meter changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment.